Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 139, 118, 175, 139 and 147 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer could not provide the lot number of the vial of test strips she used when she obtained the high results; customer stated that she threw the vial of test strips away. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips, lot mv2908, manufacturer's expiration date of 02/29/2020. Customer was asked to perform a back to back blood test using this vial of test strips, customer then disconnected the call. The meter memory was reviewed for previous test result history: (B)(6).